Event description:
Initial reporter indicated that the patient was having an increase in seizures and they would like to replace the patient's generator as soon as possible. It is not known if the patient's increase in seizures are above their pre vns rate. Good faith attempts have been made for additional details and so far no further information has been received.